Event description:
A fractured abutment screw is fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products oss410, osseotite implant 4 x 10mm lot 2020111054.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) unknown biomet 3i implant for evaluation. Visual evaluation was performed. The implant had a crown attached. Unable to remove the crown. The implant was fractured at the body. The fractured piece was not returned. The implant had a fractured abutment screw inside. Device history record (DHR) and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root causes determined from the investigation was patient factors/ excessive occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implant had a fractured abutment screw inside. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.